Event description:
The patient presented with signs and symptoms of baclofen withdrawal. X-rays in 2009 revealed a catheter disconnect at the pump connector site. The catheter was revised 13 days later. The hcp spliced a new sutureless connector to the existing catheter. There was retrograde flow of cerebrospinal fluid afterward. The pump was restarted at a lowered daily dosage. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The sutureless connector was returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.